Manufacturer narrative:
D3: mfg establishment name: ICU medical, inc. D9: date returned to mfg: 3/26/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the seal was coming apart. Manufacturing process of solvent bonding of tubing to luer connection caused the reported problem of leaking.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was air leakage from the connecting line with the inflation bulb. The event occurred during pre-test, and it happened at the hospital. There was no patient harm or adverse events reported as a result of the event.